Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to dizzy spells. Loss of capture with pauses in pacing for greater than two second was observed. It was reported the patient was lost to follow-up and outputs were programmer near sub-threshold. Outputs were temporarily increased. The device was at elective replacement time (ert) and was replaced the following day with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.